Event description:
It was reported that when preparing for surgery, the electrodes are pierced to the various nerve branches according to standard. Tactile control on the puncture site produces signal tone and display in the device. Intraoperatively, if the nerve is visible, stimulation by means of a stimulation electrode is no longer possible. Device shows normal monitoring screen with flat signal curves, also does not emit beeps. It is unclear how long there has been no monitoring during the operation. Re-plugging the electrodes into the older device nim3.0 monitoring and stimulation possible immediately. There was no known patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, patient interface nim4cpb1 nim 4.0, serial: na, UDI: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.